Event description:
The customer reported that intermittently, there is no image on the left monitor. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.